Manufacturer narrative:
Company comment: the serious expected events of mass and swelling at implant site were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long standing event suggestive of permanent damage. The potential root cause include the treatment procedure. Potential contributory factors include injection technique and the patient's medical history. The restylane defyne was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a female patient of an unknown age, concerning herself. The patient's medical history included plastic surgery on face (lifting surgery) and after that procedure, she had experienced ditch on eyelid. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane defyne (lot s2200720005) to eyelid for correction of the ditch (unknown amount, injection technique and needle type). The restylane defyne was injected to eyelid (off label use of device). On (B)(6) 2021, the patient had experienced a ball/roll (implant site mass) on eyelid and swelling (implant site swelling). The patient could feel the ball (roll as reported) when touched the eyelid. The patient had received treatments with 2 sessions of hyaluronidase [hyaluronidase]. On unknown date, the patient had also received treatment with diprospan [betamethasone dipropionate]. She underwent unspecified exams for unknown indication. The patient had been to several other physicians, but none of them solved her case. She also reported that people stated that the restylane had generated some kind of reaction. The patient had also suspected that the physician might have applied another product and not restylane defyne, because she thought that if it was restylane defyne, her body would already have absorbed the product. Outcome at the time of the report: ball/roll was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Restylane defyne was injected to eyelid was recovered/resolved.

Manufacturer narrative:
Company comment: the serious events of mass, swelling at implant site, cutaneous contour deformity and the non-serious event of urticaria at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long standing events suggestive of permanent damage. The potential root cause include the treatment procedure. Potential contributory factors include injection technique and off label use of restylane defyne. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A repeated batch record review will be performed to exclude a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a female patient of an unknown age, concerning herself. The patient's medical history included plastic surgery on face (lifting surgery) and after that procedure, she had experienced ditch on eyelid. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane defyne (lot s2200720005) to eyelid for correction of the ditch (unknown amount, injection technique and needle type). The restylane defyne was injected to eyelid (off label use of device). On (B)(6) 2021, the patient had experienced a ball/roll (implant site mass) on eyelid and swelling (implant site swelling). The patient could feel the ball (roll as reported) when touching the eyelid. The patient had received treatments with 2 sessions of hyaluronidase [hyaluronidase]. On unknown date, the patient had also received treatment with diprospan [betamethasone dipropionate] and underwent unspecified exams for an unknown indication. The patient had been to several other physicians, but none of them solved her case. She also reported that people stated that the restylane had generated some kind of reaction. The patient had also suspected that the physician might have applied another product and not restylane defyne, because she thought that if it was restylane defyne, her body would already have absorbed the product. According to physician, the restylane defyne treatment went wrong, and the patient was injected with hyaluronidase. The patient still had horrible ball/roll on the face and her face was deformed (cutaneous contour deformity). The patient had also experienced welts (implant site urticaria) on her eyelids and that was worse at the time of report. According to the patient, some physicians suspected that polymethylmethacrylate was injected and the physician who injected confirmed that it was restylane. A declaration was inserted in the invoice for restylane product. The patient informed that she would need to take an exam to track the product. Outcome at the time of the report: ball/roll was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Face was deformed was not recovered/not resolved/ongoing. Welts was not recovered/not resolved/ongoing. Restylane defyne was injected to eyelid was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 02-sep-2022 and 06-sep-2022 from patient herself: events (cutaneous contour deformity and implant site urticaria) added.

Manufacturer narrative:
Company comment: the serious events of mass, swelling at implant site, cutaneous contour deformity and the non-serious event of urticaria at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long standing events suggestive of permanent damage. The potential root cause include the treatment procedure. Potential contributory factors include injection technique and off label use of restylane defyne. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to symatese quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-aug-2022 by a female patient of an unknown age, concerning herself. The patient's medical history included plastic surgery on face (lifting surgery) and after that procedure, she had experienced ditch on eyelid. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane defyne (lot s2200720005) to eyelid for correction of the ditch (unknown amount, injection technique and needle type). The restylane defyne was injected to eyelid (off label use of device). On (B)(6) 2021, the patient had experienced a ball/roll (implant site mass) on eyelid and swelling (implant site swelling). The patient could feel the ball (roll as reported) when touching the eyelid. The patient had received treatments with 2 sessions of hyaluronidase [hyaluronidase]. On unknown date, the patient had also received treatment with diprospan [betamethasone dipropionate] and underwent unspecified exams for an unknown indication. The patient had been to several other physicians, but none of them solved her case. She also reported that people stated that the restylane had generated some kind of reaction. The patient had also suspected that the physician might have applied another product and not restylane defyne, because she thought that if it was restylane defyne, her body would already have absorbed the product. According to physician, the restylane defyne treatment went wrong, and the patient was injected with hyaluronidase. The patient still had horrible ball/roll on the face and her face was deformed (cutaneous contour deformity). The patient had also experienced welts (implant site urticaria) on her eyelids and that was worse at the time of report. According to the patient, some physicians suspected that polymethylmethacrylate was injected and the physician who injected confirmed that it was restylane. A declaration was inserted in the invoice for restylane product. The patient informed that she would need to take an exam to track the product. Outcome at the time of the report: ball/roll was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Face was deformed was not recovered/not resolved/ongoing. Welts was not recovered/not resolved/ongoing. Restylane defyne was injected to eyelid was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 02-sep-2022 and 06-sep-2022 from patient herself: events (cutaneous contour deformity and implant site urticaria) added. V.2 repeated batch record review results obtained.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a 37-year-old female patient, concerning herself. The patient's medical history included plastic surgery on face (lifting surgery) and after that procedure, she had experienced ditch on eyelid. No information about concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane defyne (lot (B)(6)) to eyelid for correction of the ditch (unknown amount, injection technique and needle type). The restylane defyne was injected to eyelid (off label use of device). On (B)(6) 2021, the patient had experienced a ball/roll (implant site mass) on eyelid and swelling (implant site swelling). The patient could feel the ball (roll as reported) when touching the eyelid. The patient had received treatments with 2 sessions of hyaluronidase [hyaluronidase]. On unknown date, the patient had also received treatment with diprospan [betamethasone dipropionate] and underwent unspecified exams for an unknown indication. The patient had been to several other physicians, but none of them solved her case. She also reported that people stated that the restylane had generated some kind of reaction. The patient had also suspected that the physician might have applied another product and not restylane defyne, because she thought that if it was restylane defyne, her body would already have absorbed the product. According to physician, the restylane defyne treatment went wrong, and the patient was injected with hyaluronidase. The patient still had horrible ball/roll on the face and her face was deformed (cutaneous contour deformity). The patient had also experienced welts (implant site urticaria) on her eyelids and that was worse at the time of report. According to the patient, some physicians suspected that polymethylmethacrylate was injected and the physician who injected confirmed that it was restylane. A declaration was inserted in the invoice for restylane product. The patient informed that she would need to take an exam to track the product. On (B)(6)2022, the patient had undergone an ultrasound of surface structures of dark circle region on both sides and images of the test were provided but test result was not reported. Outcome at the time of the report: ball/roll was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Face was deformed was not recovered/not resolved/ongoing. Welts was not recovered/not resolved/ongoing. Restylane defyne was injected to eyelid was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2022 and (B)(6) 2022 from patient herself: events (cutaneous contour deformity and implant site urticaria) added. V.2 repeated batch record review results obtained. V.3. Fu received on (B)(6) 2022 from the same reporter: patient age and laboratory test information were updated.

Manufacturer narrative:
Company comment: the serious events of mass, swelling at implant site, cutaneous contour deformity and the non-serious event of urticaria at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions and long-standing events suggestive of permanent damage. The potential root cause includes the treatment procedure. Potential contributory factors include injection technique and off label use of restylane defyne. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to symatese quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.